Manufacturer narrative:
Initial.

Event description:
It was reported that the user twice received an ¿unable to proceed¿ message during the fill tubing step with the ilet, consistent with an occlusion during set-up, and subsequently completed a successful supply change using new consumables; replacement hardware and additional cd sets/connectors were arranged, and the user used subcutaneous fast-acting insulin as backup per guidance. Symptoms included hyperglycemia around the time of the event after a high-carbohydrate meal. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a complete blockage associated with the tube component during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.